Event description:
A webform complaint was received in which a (signal loss) was reported with the use of the adc device which resulted in an alarm issue. Customer contact was made and reported that they experienced shaking, sweating and was unable to self-treat, requiring treatment of juice and nuts by third-party. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage is observed on the sensor patch. Data was extracted from the returned sensor using approved software. The sensor was found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. The sensor was activated with a good-known reader and the bluetooth connection was successful. A linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), signal loss message was observed. Sensor was scanned with reader to re-establish bluetooth connection and signal loss message was not observed. Therefore this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which a (signal loss) was reported with the use of the adc device which resulted in an alarm issue. Customer contact was made and reported that they experienced shaking, sweating and was unable to self-treat, requiring treatment of juice and nuts by third-party. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which a (signal loss) was reported with the use of the adc device which resulted in an alarm issue. Customer contact was made and reported that they experienced shaking, sweating and was unable to self-treat, requiring treatment of juice and nuts by third-party. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.